Event description:
It was reported that during a trochanteric fixation nail procedure on (B)(6) 2013, the distal locking screw missed the hole on a short trochanteric fixation nail. The locking screw was drilled through the targeting device and the drill bit drilled posterior to the nail. The surgeon had to free-hand the hole for the screw. He noted afterward the aiming arm may have been loose. The procedure was delayed between 14 and 30 minutes. It was reported that the surgery was completed successfully. This report is 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. The device history record was reviewed. Nicks were visible on (B)(4) parts out of (B)(4). The four nonconforming parts were scrapped. This nonconformance was reported as not relevant to this complaint because the issue was cosmetic. No issues were found during manufacture that would contribute to this complaint condition. Placeholder.